Manufacturer narrative:
Sample #3: male, sample #4: female, sample #5: female.

Event description:
Account called to report they obtained discrepant creatinine results and gave the following examples (sample #/initial/repeat mg/dl). Sample #1: 0.4/1.1; sample #2: 0.6/1.0; sample #3: 1.1/1.8/0.6; sample #4: 0.4/1.1; sample #5: 3.1/6.3/6.1. No adverse events were reported due to the incorrect results. The field service rep found the water bath was contaminated and repaired the instrument.